Manufacturer narrative:
Returned device was received top and bottom cases are in excellent condition. Customer must have replaced bottom case and main pc board. Missing battery, device s/n on bottom case and on display. Device has been tampered by customer. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical medfusion pump had errors on startup. Not always the same error. Failure found either during pre-test prior to use or during routine preventative maintenance testing, no patient was involved.